Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed for a motor error during the rewind due to a corroded motor home switch. The functional testing could not be completed due to the constant motor error alarm. The insulin pump was received with a cracked reservoir tube lip.

Event description:
Customer reported receiving a motor error alarm on the insulin pump during bolus and also mentioned a no delivery alarm. Customer stated that they do not use the sensor feature on the insulin pump and that they were able to rewind the device. Customer's blood glucose reading at the time of the call was 157 mg/dl. No further information reported.